Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device. The customer reported that due to signal loss, the customer was unable to obtain glucose readings. The customer lost consciousness three times and was taken by an ambulance to a hospital where they spent a night and received unspecified treatment from a healthcare professional for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.